Manufacturer narrative:
Product analysis: the stent was returned without the delivery system. The stent was severely deformed and stretched. (B)(4).

Event description:
The physician intended to implant a resolute onyx stent. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The target lesion in the lm exhibited a little tortuosity and a little calcification. Resistance was encountered advancing the device. Excessive force was not used to advance the device. It was reported that the stent became caught on a previously deployed 4.0mmx18mm resolute onyx stent. Difficulties were encountered removing the device and excessive force was used during removal attempts. The stent dislodged from the delivery system. A snare was used to remove the dislodged stent. There was no damage caused to the previously deployed stent. No further patient complications were reported. Please note that this device (resolute onyx rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.